Manufacturer narrative:
No device was returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the device a root cause cannot be determined. The instructions for use (IFU) contains the following warnings and precautions pertaining to catheter patency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Extravasation of solution through the ostium. On (B)(6) 2024 the procedure was carried out. The occurrence was noticed on the same night of insertion, through the need for numerous dressing changes due to humidity. On (B)(6) 2024, the catheter was evaluated by the insertion team and had to be removed. New access was performed

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.